Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified number of unknown procedures, the coating came off of unknown bentson wire guides. Per the reporter, the physician starts with a bentson wire to get as close as possible to the target location and then uses a supporting catheter (such as a cxi or another manufacturer's catheter) over the bentson wire prior to exchanging the wire for a softer hydrophilic crossing wire. Per the reporter, upon removing the bentson wire from the catheters, the physician noted that some of the coating was missing from the wire and also that thrombus was attached to the wire. No adverse effects have been reported.

Event description:
Additional information was received 08sep2022. Product information is not available. The malfunction occurred during one or two procedures. Details of the procedure(s) are unknown. There were no adverse effects to any patient, no additional procedures were required, and no part of the wire remained in the patient(s) body.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6 (annex a & g): updated based upon investigation findings associated with a complaint involving the same customer and same reported failure mode (previously reported under MDR reference number 1820334-2022-00401). Summary of event: as reported, during an unspecified number of unknown procedures, the coating came off of unknown bentson wire guides. Per the reporter, the physician starts with a bentson wire to get as close as possible to the target location and then uses a supporting catheter (such as a cxi or another manufacturer's catheter) over the bentson wire prior to exchanging the wire for a softer hydrophilic crossing wire. Per the reporter, upon removing the bentson wire from the catheters, the physician noted that some of the coating was missing from the wire and also that thrombus was attached to the wire. No adverse effects have been reported. Additional information was received 08sep2022. Product information is not available. The malfunction occurred during one or two procedures. Details of the procedure(s) are unknown. There were no adverse effects to any patient, no additional procedures were required, and no part of the wire remained in the patient(s) body. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, another device from the same customer and same reported failure mode was returned (reported under MDR 1820334-2022-00401). Investigation of that device found that the coating was not peeling from the device; however, the wire coils were unraveled near the end of the wire guide. There were no issues with the hydrophilic coating. A lot number was not provided; therefore, the device history record and complaint history could not be reviewed. There is no evidence that the complaint device was manufactured out of specification, or that non-conforming material exists in-house or in the field. The product IFU cautions "inspect the wire guide for kinks or damage prior to use.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.